Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. Two days after the onset of event, the patient was treated with vancomycin injection (ongoing,1gm every 3rd day, route, frequency and duration were not reported) and four days later, the patient was treated with ceftazidime injection (ongoing ,1gm once a day, route, frequency and duration were not reported). At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.